Manufacturer narrative:
Additional information was received regarding the investigation: a quality complaint investigation began august 27, 2015, but the evaluation is still in progress and pending completion. The customer reported icc code/product ref. Number 158100410190 with product lot number 152708. This information regarding the actual reported icc code and its related lot number 152708 has not been confirmed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There was no report of harm to the patient due to the device malfunction. Additional information has been requested, however no additional information has been provided, however should information be provided, a follow up report will be submitted. Note: this complaint issue occurred on (B)(4) separate cases. A separate 3500a form has been completed for the other case.

Event description:
It was reported there was difficulty in draining urine through the antireflux valve to the chamber. The urine does not fall into the chamber, it gets stuck in the tubing. The nurse has to manually push the urine by pressing the tube towards the chamber. By doing this, the urine goes into the chamber.